Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. As received, the pulse generator was in backup operation. Test results with the old and new battery showed battery impedance was always read as dashh lines. Hybrid analysis indicated that there was bad conductivity on the back side of a resistor. The battery was normally depleted.